Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose readings were 242 mg/dl and she threw up. Customer stated that she had a snack earlier and her blood glucose reading was at 108 mg/dl and she bloused. Customer pulled out the insulin and noticed tiny air bubbles in the reservoir. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir and low battery alarms were noted in the alarm history. Customer's blood glucose reading at the time of the call was 237 mg/dl. No further information reported.